Event description:
It was reported via repair work order that the bed exit would not engage due to the foot left and right end load cells malfunctioning and it was also reported that the bed had reduced in brake force due to delaminating tires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.